Event description:
It was reported that the procedure was performed to treat a lesion in the left renal artery. The 7.0x19mm otw omni elite balloon expandable stent system (bess) was prepared per the instructions for use. The bess was advanced into the anatomy; however, each time an attempt to advance was made the bess, the sheath and wire would disengage and come out of the artery. During one attempt to advance the bess it was noted that the stent was no longer on the system. The stent was found dislodged in the right iliac artery. A filter was used to secure the stent at its location and the patient was taken to surgery to remove the stent. The dislodged stent was successfully removed and the patient is doing fine. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatments, including removal of foreign body, appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.